Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The anti-hcv reagent lot number is 90667601 with an expiration date of 31-jul-2026. The hiv combi pt reagent lot number is 86977101 with an expiration date of 30-nov-2026. The qc was acceptable. The field service representative cleaned the tubing system and performed checks, but no issues were found. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable test results for 4 patient samples on a cobas 6000 e601 module. The affected assays are elecsys anti-hcv ii and elecsys hiv combi pt. Sample 1: the initial anti-hcv result was 1.770 coi (reactive), and the repeated result was 0.647coi (non-reactive). Sample 2: the initial anti-hcv result was 15.03 coi (reactive), and the repeated result was 0.053 coi (non-reactive). Sample 3: the initial anti-hcv result was 7.78 coi (reactive), and the repeated result was 0.074 coi (non-reactive). Sample 4: the initial hiv combi pt result was 4.59 coi (reactive), and the repeated result was 0.17 coi (non-reactive). The samples were repeated due to calibration and quality control issues. The repeated results were believed to be correct.